Event description:
This event was reported as stenosis. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed host tissue overgrowth encapsulating the struts and orifice which resulted in stenosis of the effective orifice area. Extensive cloth wear was noted within the orifice and inside each strut. Slight wear of the pins within the orifice was also noted. The primary cause of dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis.